Event description:
It was reported that due to too little friction with the hexagon the abutment came loose. Tooth site 14. Procedure was completed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification k013227 and k953101.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) abut gold friction-fit 4. 5mm imp (hla4g) was returned for investigation. Visual evaluation of the as returned products identified signs of use but no damage/malfunction. Functional testing was performed and the abutment engaged/seated/retained as intended with in-house implant. No pre-existing conditions were noted. The device had been placed on tooth site #14 (unknown dental notation system) for an unknown period of time. DHR review was completed for the subject lot number 63764543. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 63764543 for similar events and no other complaint was identified. Review completed utilizing keywords: functional : loosening therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.